Event description:
The customer reported that the monitors would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A cable was connected and the switch relay was ordered. The system was tested and found to be working as intended and put back into service.